Manufacturer narrative:
(B)(4). No sample is expected to be returned. W/o the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. We are unable to determine the exact cause for this specific event however, mfg controls are in place to detect related issues and to reduce the potential for occurrence during the mfg process. Info of this nature is included in our database and monitored through trending.

Event description:
Customer reported prior to use, during pretesting, the bronchial cuff could not be deflated. No pt injured.